Event description:
Customer reportedly obtained a result of 534mg/dl on the device while the paramedic's device read 131mg/dl within 10-15 minutes. No action was taken based on device result. Requested return of suspect device and replacement was sent.